Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced a heating sensation at the implantable neurostimulator (ins) site while stimulation was on. This had been occurring since (B)(6) 2015 and there were no factors/particular event that triggered the sensation. When stimulation was turned off, the heating sensation decreased ¿a little,¿ but did not disappear completely. It was noted that palpating the ins/extension or extension/lead connection did not provoke the sensation. Impedances were checked and within range. There had been no change in efficacy. The ins was replaced and the heating sensation had not reappeared after replacement.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins battery had reached normal end of life with telemetry and output okay. There is no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and thermocouple data closely matched control data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.